Manufacturer narrative:
The aware date could be potentially (B)(6) 2020.

Event description:
It was reported that the set leaked at the filter. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h3: two cadd administration sets from p/n 21-7383-24 l/n 3780549 were received for evaluation. One sample was received in used condition without its original packaging, and one sample was received in new condition with its original closed packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The sample received was visually inspected and no abnormalities were detected. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be confirmed. The most probable cause of the issue is that the filter became damage after the product left manufacturing facilities.